Manufacturer narrative:
Calibration signals were within expectations. The calibration trace showed a number of implausible signals. Quality controls were within range. The alarm trace showed numerous liquid level detection related alarms occurring from (B)(6) 2021. The alarm trace also showed that cleaning maintenance was overdue. The investigation determined the issue is consistent with bubbles, foam, or film on the sample and/or reagent surface. A general reagent problem can be excluded.

Manufacturer narrative:
This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys amh assay on a cobas e 411 immunoassay analyzer. The sample initially resulted with an amh value of 0.103 ng/ml and this value was reported outside of the laboratory to the patient and doctor. The result was questioned, so the sample was repeated on (B)(6) 2021, resulting with a value of 3.90 ng/ml. The 3.90 ng/ml value was more in line with what the doctor expected for the patient. The amh reagent lot number was 47986501. The reagent expiration date was requested, but not provided.